Manufacturer narrative:
Technician installed a new siderail latch shoulder bolt and latch bushing and the left siderail functioned properly. The stretcher was found out of service in a storage area and there were no alleged injuries.

Event description:
Technician alleged that the left siderail latch shoulder bolt and latch bushing were missing and the left siderail could not be latched.